Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said she was at physical therapy and they did therapeutic ultra sound on her foot for under a minute. Patient said she is not sure if she felt something or not, but she panicked and thought she felt something warm. During the call, the patient was able to increase stimulation and reported feeling stimulation in the correct location. Patient said that sometimes she feels stimulation and sometimes she doesn't, depending on her position. Patient has an appointment with her healthcare provider at the end of the month. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the device has been working fine and that nothing seemed affected or to have change after ultrasound. No further complications were reported